Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device indicated that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture could rotate independently of metal cap. The distal part of the glass cap was found to be detached and not returned. The metal cap exhibited mild detritus adhesion on surface. The outer flow tubing open end exhibited minor scratch marks. Based on device analysis, the potential for forward firing may exist. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the returned device found that the fibers glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge, additionally, the distal tip of the glass cap was found to be detached. Based on device analysis, the potential for forward firing may exist. There was no patient injury or adverse outcome reported.